Manufacturer narrative:
A follow-up report will be submitted once the investigation is completed.

Event description:
It was reported to philips that the battery is unrecognized by the device and the battery conditioner and it will not accept a charge. There was no reported patient involvement.